Manufacturer narrative:
Follow up (B)(4) 2014: customer reported that blood glucose level had normalized. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery, reportedly, customer's blood glucose level was impacted (elevated). Customer changed out cartridge and infusion set.